Event description:
Infant developed sepsis, staphylococcus aureus at 11 days of age with thrombocytopenia. Umbilical artery catheter removed at 9 days of age. Chest cat scan at 16 days of age showed 1.4 x 1.4 cm dilation at the descending aorta just distal to the aortic arch; noted thrombus located in the left lateral aspect of aneurysm. Infant transferred for life threatening surgical intervention.